Manufacturer narrative:
Name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code: 91325. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for two days.